Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(6) alleging that the onetouch ultra 2 meter does not turn on. Reportedly, the power issue began 2 weeks ago and the patient was unable to test on the subject meter. Subsequently, 10 days later, the patient claimed her blood glucose went low and she had symptoms described as "shake." The patient was able to administered self treatment at the time of concern. During troubleshooting, the power issue was not resolved with training. The subject meter neither powered on with the insertion of the test strip or with the power button. There was no evidence of product misuse. The product was replaced and requested back for investigation. This complaint is being reported because the patient had symptoms suggestive of acute complication of diabetes after the power issue began.

Manufacturer narrative:
Follow-up # 1 (04/22/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter failed testing. The meter was found to have a low/dead battery. After pa replaced the battery, the meter functioned properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.